Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. There were no button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer stated the pump got a little bit wet. Customer was in the pool. The pump was submerged for about 10 seconds and she immediately got out. Customer stated that if he pressed a button on the pump it did not respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.